Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during an initial procedure the surgeon indicated he was not satisfied with the stability of the femur, with micromotion detected in the transverse plane (from medial to lateral and vice versa). The implant was extracted leaving the tibial component in place. No further information is available.

Manufacturer narrative:
Medical products: cruciate retaining cr-flex; p/n: 00575201506, l/n: 64261081. Bone scr 6.5x15 self-tap; p/n: 00625006515, l/n: 64265098. Bone scr 6.5x15 self-tap; p/n: 00625006515, l/n: 64265098. Stemmed tibial component precoat; p/n: 00598003701, l/n: 64263879. Articular surface; p/n: 00595203010, l/n: 64144416. Femoral component precoat; p/n: 00575001506, l/n: 63701621. Bone scr 6.5x35 self-tap; p/n: 00625006535, l/n: 64265098. Palacos mv+g; p/n: 66031993, l/n: 91614809. Complaint sample was evaluated via photograph provided and the reported event was not confirmed. Visual examination of the provided pictures identified no visual damage. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.